Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On may 2, 2022 an additional analysis was performed with the medical safety officer and it was determined that this case is consistent with suffered several unexplained systemic symptoms classified as a generalized illness. H6 health effect - clinical code e2402: generalized illness.

Manufacturer narrative:
Additional information was received on april 5, 2022. The capsular contracture was baker grade IV. The capsular contracture was accompanied by pain and disfigurement. Additional information was received on april 15, 2022. In addition to the issues reported previously, the patient also experienced local reaction and benign left sided breast nodule. The breast nodule was discovered through ultrasound and mammography. The patient is having fever like symptoms, tenderness, bruising, and dimpling. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 2, 2022. An explant is scheduled for (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness, rupture, capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who had unknown mentor saline prostheses placed experienced bilateral deflation and bilateral capsular contracture (baker grade unknown) post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-11588 for contralateral prosthesis.